Event description:
It was reported that during a da vinci-assisted splenectomy surgical procedure, the wrist of the force bipolar broke and was protruding out of the instrument and could not be removed from the cannula. The procedure was being completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the port incision was increased in order to remove the instrument and cannula together. No fragments fell inside the patient. The instrument is available for return to isi for evaluation. Prior to attempting to remove instrument, the instrument jaws were not stuck in a closed position.

Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a grip tang bent causing the issue reported by the customer. Components adjacent to this bent grip tang did not show damage and the grips did not show cracking damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, as moderate misalignment of grip tang can occur due to grasping hard tissue or objects, or through collisions with other instruments. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.